Manufacturer narrative:
Received additional patient information.

Manufacturer narrative:
This is the same event as 3010536692-2016-00138.

Event description:
Allegedly, patient was revised due to mom complications. (Right)

Event description:
Additional information received 04/08/2016. Allegedly, the patient was revised due to the following mom complications: pain; metal ions levels of cobalt and chromium. (Right) added hospital, lot number, product ID number, implant/explant date.